Event description:
It was reported that during a shoulder procedure using a speedlock implant with inserter handle, as the third implant was being inserted, the suture snapped upon tensioning. The surgeon tried two add'l speedlock implants, each requiring add'l bone holes to be drilled, both of which yielded the same result. The procedure could not be completed, as the surgeon did not think there was sufficient space left in the bone to add any add'l implants. There were no further details provided regarding any other patient details or future procedures.